Event description:
(B)(4). Essure browse products; 1228 people are watching this product report; a side effect add to watch list ; product label share on (B)(6). On feb 17, 2017 report received; female (B)(6); cramping, sharp/stabbing pelvic pain, constant spotting, discharge (odor/no odor), hot flashes, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido, bleeding/spotting after sex, long menstrual cycles (polymenorrhea), breast pain/tenderness, abdominal spasms/ twitching/ fluttering all over body, aches/pain, severe bloating, metallic taste in mouth, brain fog and cloudiness, forgetfulness, anxiety/panic attacks, mood swings, painful periods (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods, (metrorrhagia) hives, rashes skin irritation/itching hair loss dental issues/sensitivity weight issues (gain), vision problems (blurred vision), excessive sweating, dry skin/hair/eyes, brain shocks, numbness/tingling in extremities.